Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient called back and stated that they are back to wearing the bigger old pads again as program 3 is still not helping with their urgency or their bladder at all. The patient is still able to feel stimulation, but it is not helping. Patient changed to program 4 and increased to 2.6 where it was comfortable. Patient will monitor symptoms now that a change was made and will follow up with hcp if the issues don't resolve. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: th90g01, serial#: unknown, product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she hasn't heard from anyone and the lady was in and out kind of quick and the patient was still sedated. Patient said she can feel the device on pelvic bone. Patient said she thinks the device has moved. During the call the patient was not able to feel the ins through her skin. Patient saw the low battery light on the communicator. The patient was instructed to charge the communicator and call back for assistance using it and also reviewed if the patient doesn't know where the ins the external device won't communicate with it. Additional information reported 3 days later indicated that the communicator isn¿t holding a charge. When you plug the charging cable in, the light turns orange but immediately when you remove the power cord, it will not turn on. How do we go about replacing this? The patient was redirected to contact patient services. The patient later stated that since implant is it helping the bowels, but it is not helping the bladder at all. The patient was able to connect with the implant after placing the communicator over the implant and increased stimulation. The patient stated that the stimulation was a bit uncomfortable on the pelvic floor, but it was light. The patient stated that it has always been uncomfortable. Patient services had the patient change programs to program 3 and increased to 3.3. The issue of the uncomfortable stimulation in the pelvic floor went away. Patient services reviewed therapy expectations and how programs work. No further patient complications are anticipated or expected as a result of this event.